Event description:
It is reported that a customer was hospitalized for diabetic ketoacidosis with a high blood glucose level of 532 mg/dl. The customer stated that they received a no delivery alarm and had lost faith in the insulin pump. The customer's pump was replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.